Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.